Manufacturer narrative:
According to the facility lab director, four of the five individuals reported eye irritation but never sought medical treatment. The other individual, who has a history of asthma, was treated in the ER with a nebulizer for breathing difficulty. He returned to work the next day. He followed-up with his personal physician but has required no further medical treatment. The lab director was uncertain as to whether appropriate ventilation was provided to the room during the event. Prior to the incident, all five employees had rec'd training on the appropriate procedures and precautions for disposing of s20. Those include increasing the ventilation to the room, wearing ppe, and submersing all effected s20 containers in water. Because these instructions were not followed in this case, steris has recommended add'l in-service training at the hospital.

Event description:
Steris was advised by a facility, emergency service specialist that five individuals at company inhaled fumes from steris 20 sterilant concentrate (s20). It was reported that five or six containers of s20 arrived damaged and that the facility had failed to immerse all but one of the damaged containers in water as directed by steris's instructions for use and the msds provided with the sterilant. It was initially reported that none of the individuals was hurt or reported any ill symptoms.